Event description:
During the resuscitation attempt, the autopulse li-ion battery became stuck and difficult to remove from the battery compartment of the autopulse platform (sn (B)(6). The customer tried multiple batteries, but the issue persisted. Another CPR device was utilized to continue the resuscitation attempt. No harm to the patient was reported.

Manufacturer narrative:
The customer's complaint that the autopulse li-ion batteries became stuck and difficult to remove from the battery compartment of the autopulse platform (sn (B)(6) was not confirmed during the functional testing. During the testing, multiple li-ion batteries were inserted and removed without any difficulty, thus not confirming the reported complaint. Following service, the autopulse platform passed the run-in and final tests without fault or error.